Event description:
Patient reported the rubber is peeling off of the up and down buttons on the pump. Patient stated the down button is not responding to presses. Patient reported he noticed the issue about 2 months ago. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.